Event description:
Clinical study. Same case as #6000093-2005-00618. It was reported that 93 days after a coronary artery drug eluting stentng procedure the pt expired. Lesion #1 was a 3.0mm, 95% stenosed region of the proximal right coronary artery (prox rca). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.75x16mm drug eluting stent without complication. Lesion #2 was a 2.75mm, 90% stenosed region of the mid right coronary artery (mid rca). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent without complication. The pt was discharged 8 days later on plavix and aspirin. It was further reported at the 6 month follow-up visit that the pt expired 93 days after the procedure after having an acute myocardial infarction. There was no autopsy. In the opinion of the physician the relationship of the pts death to the target vessel is "unknown".

Event description:
It was further reported that a right brachial approach was used due to bilateral occlusion of the femoral arteries. Target lesion 1 was 12mm long and after stent placement the stenosis was reduced to 0%. Target lesion 2 was 10mm long and after stent placement the stenosis was reduced to 0%. While still in the hospital, the patient had problems with bleeding from the brachial site which resolved after one hour of compression. There was no evidence of pseudo aneurysm. Echocardiogram showed an lvef of 52%, significant left atrial enlargement, left ventricular hypertrophy, moderate mitral stenosis, regurgation, and heavy mitral annular calcification. Medical therapy was optimized. A carotid duples study showed right proximal internal carotid artery stenosis of 80-90%. The bilateral external carotid arteries had greater than 50% stenosis. Follow-up was recommended. While hospitalized the patient developed atrial fibrillation with a rapid ventricular response and was started on coumadin. The patient converted to normal sinus rhythm prior to discharge. 92 days post procedure, the patient was admitted with severe shortness of breath. During the week prior to admission patient had been treated for mild chf and a respiratory infection. It was reported the patient had experienced a sub acute mi, as evidenced by elevated cardiac enzymes. ECG showed wide complxes. Because of patient's medical history, it was recommended that the patient not undergo angiography but instead be treated cnservatively with a nitro drip, patient's usual medication therapy, diuresis and oxygen. In the opinion of the physician the relationship of the mi to the taxus stent is unknown, and the relationship to the target vessel is unknown. The patient had progressed from mild chf to severe chf over a couple of days, had progressive hypotension and distress, and expired the next day. In the opinion of the physician the cause of death was an acute myocardial infarction.